Event description:
It was reported that after an initial bunion surgery on (B)(6) 2021, all hardware was removed in a revision surgery on (B)(6) 2022 due to irritation and pain. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event.

Manufacturer narrative:
It was reported that after an initial bunion surgery on (B)(6) 2021, all hardware was removed in a revision surgery on (B)(6) 2022 due to irritation and pain. It was confirmed that the patient's bones were completely fused. Upon removal, there were no deficiencies or malfunctions alleged/found with any tmc device and no other patient outcomes were reported as a result of this event. No devices were returned for evaluation. The device history records were reviewed and no non-conformances or issues during the manufacture or release of the products were identified that could have contributed to what was reported. Additional tmc devices explanted in the same revision surgery were reported in mdrs 3011623994-2021-00040 and 3011623994-2021-00041. Although a number of factors could have contributed to what was reported, the most likely cause cannot be determined. Based on the available information, there were no deficiencies or malfunctions alleged/found with any tmc device, nor were there any reported issues with placement of the device or healing of the surgical site. The company will supplement this MDR as necessary and appropriate.